Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested, but unavailable: -what is the lot number? H3 investigation summary the product was returned to ethicon for evaluation. One paper lid with a detached needle embedded in it, along with some suture pieces, was received for analysis. Product code w9918. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined, and remnant of suture was found. The suture pieces had begun with a degradation process which causes the needle to come out from the suture. The foil was not returned for evaluation to determine the assignable cause. Per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a breast surgery procedure on an unknown date and a suture was used. The problem of the suture pulling off the needle had happened before using on patient during surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.